Manufacturer narrative:
Concomitant products: product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was seen by a company representative for reprogramming. The patient wanted better coverage. The device was implanted for low back pain, and the patient wanted coverage of his right leg. The stimulator was not implanted for this. The patient kept his stimulator on low and it was unknown when he last felt stimulation. Impedances were run at default settings and electrodes 0,1,3,6, and 7 had impedance > 10,000 ohms. When the default settings were increased to 3v and impedances rerun, they increased to 40,000 ohms. Other electrodes had impedances on higher end as well. When programmed with electrodes 2/4, the patient felt stimulation down his left leg and lower buttock. When switched to electrodes 8/9, the stimulation was in his lower back as well as his right leg, which is where he wanted it. It was recommended that the system be x-rayed. It was further reported that the patient was satisfied with the coverage. It was explained to the patient by the physician that if the patient did not have good coverage, the leads would probably have to be replaced.